Event description:
During the procedure, a cook instinct endoscopic hemoclip was used to remove a 2mm polyp from the patient's colon. Prior to releasing the clip onto the tissue site, the drive wire disconnected from the handle. See MDR 1037905-2013-00819. A second cook instinct endoscopic hemoclip was used. The device was advanced through the endoscope to the tissue site. The clip opened but the drive wire disconnected from the handle when closing onto the tissue. The clip remained attached to the tissue. The physician worked with the clip for approximately 25 minutes in attempted removal. Finally wire cutters were used to cut the catheter enabling the clip to release. See MDR 1037905-2013-00820. Another manufacturer's clip was used to finish the originally intended procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The drive wire was not visible in the handle due to an apparent attempt by the user to cut the sheath and drive wire. The alteration to the sheath is approximately 30cm from the handle. As a result, functional testing could not be performed. The handle spool was disassembled to verify the condition of the securing component tip. The tip showed deformation where it contacted the drive wire thus indicating proper assembly of the securing component. The drive wire was removed from the device, visually examined and determined that the drive wire was manufactured correctly. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy clip, pull handle spool toward handle ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.